Manufacturer narrative:
The manufacturer is aware of the delay in this submission.

Event description:
The manufacturer was notified on (B)(6) 2016 that perceval valve was explanted due to a patient had a very narrow annulus, the transparent end was flopping through and the white end didn't go through. Ttoe measured wall to wall thickness of 18.7 max. After debriding for calcium the small sizer was chosen. The transparent end was flopping through and the white end didn't go through. After carefully inspecting the deployment and ballooning valve appeared in position and competent with subsequent closure of the aortotomy. The small perceval valve needed to be explanted after toe revealed severe bileaflet regurgitation and pvl. On re-opening of the aortotomy the perceval valve had completely buckled to the extent that it was nearly touching the opposing frame. The buckle was not just in the annular section but cylindrically through the entire nitinol framework from top to bottom. Valve was explanted and 19mm magna ease implanted. Hemisternotomy was converted to full median sternotomy. Gaining permission from the patient to obtain toe imaging for analysis.